Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as moderate tortuosity and mild calcification. When the coiltrac delivery system was being removed, the distal end of the bifurcated stent graft became pinched between the nose cone and the outer sheath of the delivery catheter, causing the stent graft to be pulled down into the aneurysm. The physician elected to create an aui (aorto-uni) system by implanting a bifurcated aneurx stent graft and implanting one aneurx aortic cuff up to the renal artery and one talent iliac limb, followed by performing a femoral to femoral artery bypass. The delivery system was discarded after the procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results - (moderately tortuous vessels). (Secondary intervention required).